Event description:
It was reported that there was a minicap with a dry sponge. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacturing. Date: 11/4/2014 --11/11/2014. The photographic images were visually inspected and the presence of iodine was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.